Event description:
It was reported that prior to use with bd luer-lok¿ the stopper was discovered to be damaged. The following information was provided by the initial reporter: the black plunger is deformed, not providing accurate dosing.

Manufacturer narrative:
H.6. Investigation: photos received for investigation, in the image it is possible to see damage or bad assembly of the stopper on the plunger. The failure is confirmed based on the photograph provided by the client, since no physical sample is received, it is not possible to determine a root cause, no action plan is generated due to the fact that actions have been implemented to avoid the generation of the defect of a badly assembled stopper, these actions were implemented after the manufacture of the batch reported by the client. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd luer-lok¿ the stopper was discovered to be damaged. The following information was provided by the initial reporter: the black plunger is deformed, not providing accurate dosing.